Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens was removed due to torn lens. No pt injury. Another same model and size lens was implanted. Reporter stated the lens tear was due to loading error. The lens was accidently thrown away.

Manufacturer narrative:
(B)(4). Conclusion - (other): the product pertaining to this event was thrown away. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).